Event description:
A surgeon reports explanting an intraocular lens (iol) due to a detached retina. Immediately after surgery and again seven days following surgery, there was no problem identified. Three weeks after surgery, the pt complained about decreased visual acuity (cloudy vision). Six weeks following surgery examination revealed a detached retina. In addition, one of the haptics was broken and the lens was decentered. The surgeon feels the eye suffered a trauma although the pt denies this. The cornea was clear and there were no signs of hemorrhage. The eye remains aphakic at this time.